Event description:
It was initially reported that the intraocular lens (iol) haptic was broken. Additional information clarified that the haptic was bent and it was noticed when handling, but prior to insertion. Another johnson & johnson lens with the same model / diopter was used. There was no patient contact or patient issues reported. No further information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, the lens was not implanted as there was no patient contact. Explant date: if explanted, give date: not applicable, the lens was not implanted as there was no patient contact. Therefore, not explanted. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jul 29, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: no complaint lens was received as part of this return. The original handpiece, original folding carton, patient stickers, implant notification card, the direction for use (dfu), and an open sterilization pouch were received as well. The complaint issue "haptic damaged" could not be confirmed as no complaint product was received as part of this return. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.